Event description:
Pt self-tester reports she had two nosebleeds that required going to the ER for treatment. Inr at the hosp was above her therapeutic range of 2-3 inr. The pt did not recall the exact inr result or the dates of the ER visits. Pt indicated inr results with the protime microcoagulation system had been lower than the reference lab and that her physician had been increasing her coumadin doses. Over the past two months the following inr results were generated with protime: see scanned table. Upon subsequent review, protime inr results were within or close to the pt's therapeutic range of 2-3, although pt noted her physician had been increasing her coumadin doses. No lab results were reported for correlation testing.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial # (B)(4). Method: cuvette/single-use disposable. MFR notified FDA on sept 20, 2012 of protime 3 cuvettes voluntary recall. Protime 3 cuvettes within a specified lot range may recover lower than expected prothrombin time/international normalized ratio (pt/inr) results. Itc's investigation into the product's performance identified increased imprecision in addition to an increased negative bias corresponding to mfg changes.